Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and was found to power up as expected.

Event description:
It was reported by the patient that the previously working remote monitor was no longer receiving power. The batteries were changed and the correct placement of the batteries was verified but the monitor still had no power. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.